Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term : small superficial umbilical separation umbilical discharge.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild post operative urinary retention was noted which resolved without sequelae on (B)(6) 2024. No treatment was reported. This was reported as unlikely related to the study device, but probably related to the study procedure. On (B)(6) 2024, moderate levator spasm was noted and trigger point injections were provided. This was reported as possibly related to the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: name of index surgical procedure? - cystoscopy, repair rectocele, suspension uterosacral ligament, abdominal hysterectomy laparoscopic (primary), tvt exact midurethral sling, salpingectomy bilateral, oophorectomy, left, lysis of dense adhesions from uterus to anterior abdominal wall and bladder to uterus the diagnosis and indication for the index surgical procedure? Uterovaginal prolapse, stress urinary incontinence, uterine leiomyoma were any concomitant procedures performed? - see above other relevant patient history/concomitant medications? Menorrhagia, uterine leiomyoma. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the physician¿s opinion as to the etiology of or contributing factors to this event? ¿ dr. B's response "multifactorial and related to baseline pelvic pain. I do not think related to sling or prolapse repair. " what is the patient's current status? -plan at visit on 1/15/25: pa discussed the importance of pfpt considering significant levator spasm and baseline pelvic pain. Recommend patient attend a few sessions as possible and potentially learn to use a therawand for at home myofascial release. Discussed options including trying vaginal suppositories/oral muscle relaxants and pfmi. Patient declines today. Patient will follow-up in 4-5 months for re-evaluation of symptoms.